Event description:
It was reported that this pacemaker patient was having shortness of breath with rate response when walking on elliptical. The physician had increased the respiratory features for both the minute ventilation (mv) and accelerometer up to 10, which appeared to fix the issue when walking. Then hcp called for further review of reports from patient when using arm motions on elliptical the heart rate jumps to 120 bpm, and also feels heart rate increase faster when reaches up to cabinet with left arm. Technical services discussed heart response possibly driven by the mv sensor, and to consider decreasing mv and consider monitoring or testing response. This device remains in-service. No adverse patient effects were reported.